Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as strained and painful. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an oral medication for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.